Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb charging port was damaged and loose, resulting in intermittent charging issues. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to further troubleshoot the issue, however no response was received.